Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : disposition of the product is unknown.

Event description:
It was reported via medwatch (B)(4) : that during a cesarean section procedure, the e-sep pencil wasn't working normally. Once the coag button was used, the device got stuck in coag mode. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported via medwatch 0501800000-2023-8001: that during a cesarean section procedure, the e-sep pencil wasn't working normally. Once the coag button was used, the device got stuck in coag mode. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.